Event description:
It was reported that it seemed like the patient¿s implantable neurostimulator (ins) had moved and turned and it seemed to be ¿little like a triangle.¿ the patient first noticed this issue around (B)(6) 2015. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient provided new information of losing weight after having the implant and before the ins migration. The issues began in (B)(6) 2015 with the weight loss being a couple months prior. In addition the patient stated that she took nausea medication for the pain. The patient was emotionally at her wit's end due to the circumstances.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).